Event description:
It was reported to boston scientific corporation that during a cystocele repair procedure using an uphold vaginal support system, as the physician went to fire the first leg assembly with the capio device, the needle hit calcified tissue in the patient's sacrospinous ligament, and the needle detached. The detached needle was reportedly captured inside the capio cage and did not fall loose inside the patient. There was no damage to any part of the capio device. The procedure was completed with another uphold vaginal support system. The patient was reportedly fine at the conclusion of the procedure.

Manufacturer narrative:
(B)(4)